Event description:
The pt presented with severe abdominal pain and skin redness at the ipg pocket site for the first time after 9 months of initial implantable pulse generator (ipg) implant. The ipg was placed in a new pocket site. Within a month of surgery, the pt presented again with the same symptoms at the new pocket site. The ipg was re-positioned further away from the 2 original sites. A third revision was performed a month later. Finally, due to the same symptoms, the physician decided to explant the ipg. The pocket was opened and inside the pocket there was a white and yellow coloured colloidal substance. The pt was reported to be doing fine.

Manufacturer narrative:
.